Event description:
The facility reports while investigating a problem with the hoist, the mast/actuator fell out of the chassis, hitting the maintenance staff on the head. The staff member suffered slight bruising.